Manufacturer narrative:
Complaint no: (B)(4). There are four potential lot numbers - r15k18011, r15j02074, r15j26024, and r15j10036. Lot r15k18011 was manufactured from november 18, 2015 to november 19, 2015. Lot r15j02074 was manufactured on october 3, 2015. Lot r15j26024 was manufactured from october 26, 2015 to october 27, 2015. Lot r15j10036 was manufactured on october 10, 2015. The actual device was not available; however, a companion sample was received for each potential lot number. Visual inspection was performed with no issues noted. Batch reviews were conducted for each potential lot number and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing, underwater pressure testing, and clear passage testing were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked when the filter came apart and the tubing separated. The device was attached to a bag of cytarabine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.